Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a diabetes educator that the customer reported that their insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident, and was at 228 mg/dl at the time of the call. The customer used glucose tablets to treat their lows. The customer had been getting a lot of low events, and the caller noticed missing entries, inaccurate active insulin numbers, and multiple overrides in the pump and the pump reports. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.